Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 02/12/2011, 32 discrepant result complaints were reported for lot #232170 yielding a complaint rate of 0.016%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, pt: 1, inratio: 2.4, lab: 3.3. Date: (B)(6) 2011, pt: 2, inratio: 3.5, lab: 2.7. Date: (B)(6) 2011, pt: 3, inratio: 2.1, lab: 4.1. No pt info was provided.